Manufacturer narrative:
The microsensor basic kit (626631) was not returned for evaluation as the product was discarded therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
1 of 3 reports. Other mfg report numbers: 3014334038-2021-00248, 3014334038-2021-00249. A facility reported increased icp readings: on (B)(6) 2021, the patient displayed elevated icp readings from original management on (B)(6) 2021. The monitor was replaced and icp readings increased to 70mm hg. The microsensor was replaced and the original icp monitor was used and the reading was 9 - 11mmhg.